Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device had a fast-draining battery. The product was returned and investigated for a fast-draining battery, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. The reader was visually inspected and no issues were observed. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An further extended investigation was performed. Visual inspection has been performed on the de-cased returned reader and burn marks were observed on the u13 chip .the returned reader was connected to a computer via usb cable. The reader was not detected by software. The usage data was unable to extracted from the reader. Bench testing was performed on the reader. The reader was not able to power on using the button depression or test strip insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing. When powered on, the reader displayed a ¿connected to the computer¿ message. Reader was also monitored under thermal camera during operation and hot spots were observed on u13, u1, and u5.u13 chip was removed from pcba . Both pin pads were shorted together where the u13 chip was removed. The ¿connected to the computer¿ display message and the hot spots on the u1 and u5 were still observed. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. Burn marks on the returned reader were observed. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty or damaged components and a ¿connected to the computer¿ display message. Therefore, the issue is not confirmed to use due to incorrect adapter used. At this time, charging cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device had a fast draining battery. The product was returned and investigated for a fast draining battery, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.